Event description:
It was reported that the patient was hospitalized from uncontrolled pain, and was unable to obtain coverage. Patient had imaging done which indicated movement of the percutaneous leads and was not able to use the device. The patient had lead migration due to non-device related back surgery, and underwent a lead replacement procedure. The patient was doing well postoperatively, and the explanted percutaneous leads were kept by medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs- linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(4), batch: (B)(4).